Manufacturer narrative:
According to additional information from the ge field engineer, it was noted that (B)(4) ventilator was faulty and the apl (adjustable pressure limit) valve was blocked. A proposal for repair was provided to the customer.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit didn't pass the leak test. There was no reported patient involvement.